Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the unit had up and down movement in the rocker assembly, the teeth were grinding in the unlocked position, and the disk ratchet and retainer were replaced due to wear. All worn components were replaced with new parts, and general maintenance and cleaning were performed. Root cause - complaint confirmed via inspection of the unit. The unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) had movement during setup. No patient injury or surgical delay has been reported.